Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified leber congenital amaurosis. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured in a pinhole form at 6atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.